Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable crep2 (creatinine) result from one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis. The reporter alleged the initial result from the module was low due to an interference with the patient's medication. On (B)(6) 2024: the initial result of the initial patient sample from the module was 372 umol/l. The first repeat result of the initial patient sample from a hitachi analyzer using a maccura reagent was 503 umol/l. The second repeat result of the initial patient sample from another facility was 458.2 umol/l. The repeat results were from assays which also use an enzymatic laboratory method. On (B)(6) 2024: a new patient sample was collected from the patient after his medication of 20ml of acetylcysteine (4g and 8g infusion pump) was discontinued. The initial result of the new patient sample from the module was 540 umol/l. The repeat result of the new patient sample using the maccura reagent was 548 umol/l. The reporter deemed these results consistent.

Manufacturer narrative:
The investigation noted that the patient's creatinine plus ver.2 result was comparable with the other result when the patient's patient's acetylcysteine medication was discontinued. The investigation determined the event was consistent with an interference from the patient's acetylcysteine medication. Product labeling states "acetaminophen, acetylcysteine, and metamizole are metabolized quickly. Therefore, interference from these substances is unlikely but cannot be excluded." The investigation did not identify a product problem.